Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent bilateral salpingectomy around 4 years after placement and 9 months after total hysterectomy was performed, during this procedure it was discovered that the right essure micro-insert had migrated and perforated the uterus(seen as uterine perforation). The reported event is serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during hysterectomy it was discovered that the right essure micro-insert had migrated and perforated the uterus/migration of essure"), device dislocation ("migration of essure"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses/ hormonal changes describe -stronger period"), genital haemorrhage ("abnormal bleeding (general)"), neoplasm malignant ("tumor/teratomacancer-type:tumor/teratoma/cancer"), the first episode of endometriosis ("endometriosis"), fibroma ("fibroid tumors") and the first episode of hypertonic bladder ("overactive bladder") in a 35-year-old female patient who had essure (batch no. 825628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for not to get pregnant: ortho tri cyclen from 1991 to 1-mar-2009. Concurrent conditions included obesity, leiomyoma nos and rectal prolapse. Concomitant products included atorvastatin calcium (lipitor), fexofenadine (allegra), midol [caffeine,mepyramine maleate,paracetamol], mirabegron since 2011, paracetamol (tylenol), solifenacin succinate (vesicare), sumatriptan and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"), back pain ("severe back pain, when not menstruating/ lower back pain"), abdominal pain ("abdominal cramping, abdominal pain/pain: abdomen towards left side"), fatigue ("chronic fatigue"), migraine ("migraine"), headache ("headache/pain: headache") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced the first episode of endometriosis (seriousness criterion medically significant), the first episode of hypertonic bladder (seriousness criterion medically significant), weight increased ("weight gain"), the second episode of endometriosis ("other injury or complication-please describe:endometriosis /overactive bladder") and the second episode of hypertonic bladder ("other injury or complication-please describe:endometriosis /overactive bladder"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/teratomacancer-type:tumor/teratoma/cancer") and teratoma ("tumor/teratomacancer-type:tumor/teratoma/cancer"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibroma (seriousness criterion medically significant), abdominal distension ("severe bloating/bloating"), uterine pain ("uterine pain"), arthralgia ("hip pain"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux") and device expulsion ("device location of device: wall of my uterus"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2015, total hysterectomy in (B)(6) 2016), surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed), surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed), surgery (excision) and surgery (on (B)(6) -2015, attempted nova sure endometrial ablation was performed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menorrhagia, genital haemorrhage, fibroma, dysmenorrhoea, back pain, abdominal pain, abdominal distension, uterine pain, arthralgia, breast pain, fatigue, migraine, alopecia, dysgeusia, weight increased, headache, mood swings, gastrooesophageal reflux disease, device expulsion and vaginal discharge outcome was unknown and the neoplasm malignant, neoplasm, teratoma, the last episode of endometriosis and the last episode of hypertonic bladder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, breast pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, fibroma, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, neoplasm, neoplasm malignant, teratoma, uterine pain, uterine perforation, vaginal discharge, weight increased, the first episode of endometriosis, the first episode of hypertonic bladder, the second episode of endometriosis and the second episode of hypertonic bladder to be related to essure. The reporter commented: within a few months of having the essure procedure, symptoms started. Since second removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Patient used orthotricyclen ((B)(6) 1991 to (B)(6) 2009). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 28-jun-2018: pfs received. Patient's unstructured relevant tests was added. Tumor/teratomacancer type:tumor/teratoma/cancer and other injury or complication-please describe:endometriosis /overactive bladder were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during hysterectomy it was discovered that the right essure micro-insert had migrated and perforated the uterus/migration of essure"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses/ hormonal changes describe -stronger period"), device dislocation ("migration of essure"), genital haemorrhage ("abnormal bleeding (general)"), endometriosis ("endometriosis"), fibroma ("fibroid tumors") and hypertonic bladder ("overactive bladder") in a 35-year-old female patient who had essure (batch no. 825628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for not to get pregnant: ortho tri cyclen from 1991 to 1-mar-2009. Concurrent conditions included obesity, leiomyoma nos and rectal prolapse. Concomitant products included atorvastatin calcium (lipitor), fexofenadine (allegra), midol [caffeine,mepyramine maleate,paracetamol], mirabegron since 2011, paracetamol (tylenol), solifenacin succinate (vesicare), sumatriptan and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"), back pain ("severe back pain, when not menstruating/ lower back pain"), abdominal pain ("abdominal cramping, abdominal pain/pain: abdomen towards left side"), fatigue ("chronic fatigue"), migraine ("migraine"), headache ("headache/pain: headache") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced endometriosis (seriousness criterion medically significant), hypertonic bladder (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fibroma (seriousness criterion medically significant), abdominal distension ("severe bloating/bloating"), uterine pain ("uterine pain"), arthralgia ("hip pain"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux") and device expulsion ("device location of device: wall of my uterus"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2015, total hysterectomy in (B)(6) 2016), surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed), surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed), surgery (excision) and surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, device dislocation, genital haemorrhage, endometriosis, fibroma, hypertonic bladder, dysmenorrhoea, back pain, abdominal pain, abdominal distension, uterine pain, arthralgia, breast pain, fatigue, migraine, alopecia, dysgeusia, weight increased, headache, mood swings, gastrooesophageal reflux disease, device expulsion and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, breast pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, endometriosis, fatigue, fibroma, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertonic bladder, menorrhagia, migraine, mood swings, uterine pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: within a few months of having the essure procedure, symptoms started. Since second removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage and dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was updated. This case concerns 35 year old patient. Patient demographic was updated. Her historical medication and concurrent condition was updated. Lab data was added. Her concomitant medications were added. Essure insertion date and removal date was updated. Essure indication was amended. Essure lot number was added. Events: abnormal bleeding (general), endometriosis, mood swing, acid reflux, device location of device: wall of my uterus and vaginal discharge, migration of essure were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during hysterectomy it was discovered that the right essure micro-insert had migrated and perforated the uterus/migration of essure"), device dislocation ("migration of essure"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses/ hormonal changes describe -stronger period"), genital haemorrhage ("abnormal bleeding (general)"), neoplasm malignant ("tumor/teratomacancer-type:tumor/teratoma/cancer"), endometriosis ("endometriosis"), fibroma ("fibroid tumors") and hypertonic bladder ("overactive bladder") in a 35-year-old female patient who had essure (batch no. 825628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for not to get pregnant: ortho tri cyclen from 1991 to 1-mar-2009. Concurrent conditions included obesity, leiomyoma nos and rectal prolapse. Concomitant products included atorvastatin calcium (lipitor), fexofenadine (allegra), midol [caffeine,mepyramine maleate,paracetamol], mirabegron since 2011, paracetamol (tylenol), solifenacin succinate (vesicare), sumatriptan and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"), back pain ("severe back pain, when not menstruating/ lower back pain"), abdominal pain ("abdominal cramping, abdominal pain/pain: abdomen towards left side"), fatigue ("chronic fatigue"), migraine ("migraine"), headache ("headache/pain: headache") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced endometriosis (seriousness criterion medically significant), hypertonic bladder (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/teratomacancer-type:tumor/teratoma/cancer") and teratoma ("tumor/teratomacancer-type:tumor/teratoma/cancer"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibroma (seriousness criterion medically significant), abdominal distension ("severe bloating/bloating"), uterine pain ("uterine pain"), arthralgia ("hip pain"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), gastrooesophageal reflux disease ("acid reflux") and device expulsion ("device location of device: wall of my uterus"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2015, total hysterectomy in (B)(6) 2016), surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed), surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed), surgery (excision) and surgery (on (B)(6) 2015, attempted nova sure endometrial ablation was performed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menorrhagia, genital haemorrhage, endometriosis, fibroma, hypertonic bladder, dysmenorrhoea, back pain, abdominal pain, abdominal distension, uterine pain, arthralgia, breast pain, fatigue, migraine, alopecia, dysgeusia, weight increased, headache, mood swings, gastrooesophageal reflux disease, device expulsion and vaginal discharge outcome was unknown and the neoplasm malignant, neoplasm and teratoma had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, breast pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, endometriosis, fatigue, fibroma, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertonic bladder, menorrhagia, migraine, mood swings, neoplasm, neoplasm malignant, teratoma, uterine pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: within a few months of having the essure procedure, symptoms started. Since second removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Patient used orthotricyclen (01jan1991 to 01mar2009). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("during hysterectomy it was discovered that the right essure micro-insert had migrated and perforated the uterus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), endometriosis ("endometriosis"), fibroma ("fibroid tumors"), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses"), back pain ("severe back pain, when not menstruating"), abdominal pain ("abdominal cramping, abdominal pain"), abdominal distension ("severe bloating"), pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), breast pain ("mastalgia"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), weight increased ("weight gain") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2015, total hysterectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, endometriosis, fibroma, dysmenorrhoea, menorrhagia, back pain, abdominal pain, abdominal distension, pelvic pain, uterine pain, arthralgia, breast pain, fatigue, migraine, alopecia, dysgeusia, weight increased and hypertonic bladder outcome was unknown. The reporter considered uterine perforation, endometriosis, fibroma, dysmenorrhoea, menorrhagia, back pain, abdominal pain, abdominal distension, pelvic pain, uterine pain, arthralgia, breast pain, fatigue, migraine, alopecia, dysgeusia, weight increased and hypertonic bladder to be related to essure. The reporter commented: within a few months of having the essure procedure, symptoms started. Since second removal surgery, symptoms have mostly resolved, though some remain (unspecified). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she underwent bilateral salpingectomy around 4 years after placement and 9 months after total hysterectomy was performed, during this procedure it was discovered that the right essure micro-insert had migrated and perforated the uterus(seen as uterine perforation). The reported event is serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through the litigation process.